Manufacturer narrative:
The customer¿s report of pca tampering was confirmed. Physical inspection of the device noted the instrument seal intact. Analysis of the pcu event log shows the infusion was started with a 50ml bd syringe with 23.7251ml detected at 4:28 am on 28 june 2019 and ran until 9:23 am when the device was channeled off. The volume recorded as being infused during this period was 6.3035ml, which should have left 17.4486ml remaining in the syringe. When the system was powered on and the infusion programmed again, the volume detected in the 50ml syringe was only 8.817ml, leaving 8.6316ml unaccounted for. Functional testing performed found the pca module operating within specification. The root cause of the customer¿s report of pca tampering was not identified. However the pcu event log confirms that 8.6316ml was unaccounted for after the pca module was re-programmed after the system was shutdown.

Event description:
It was reported a continuous pca hydromorphone (1mg/ml) started on (B)(6) 2019 was programmed at 0.7mg/hr. A demand does of 1.5mg was received at 0837, specified date not provided. The rn stated on (B)(6) 2019 between the hrs. Of 0700 and 1100, the pca was infusing, however the rn noticed that the device was turned off by the patient and no alarms noted. The customer stated that there was no patient harm. After review of the event logs, it was determined that the patient tuned the device off. When the device was turned back on there was hydromorphone missing in excess of 8ml from the 60ml syringe. Biomed performed a calibration test on the pca module and found the device to be within specifications. Upon further testing, it was found that the lock could be manipulated with a small flat object and opened without the use of a key.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported a continuous pca hydromorphone (1mg/ml) started on (B)(6) 2019 was programmed at 0.7mg/hr. A demand does of 1.5mg was received at 0837, specified date not provided. The rn stated on (B)(6) 2019 between the hrs. Of 0700 and 1100, the pca was infusing, however the rn noticed that the device was turned off by the patient and no alarms noted. The customer stated that there was no patient harm. After review of the event logs, it was determined that the patient tuned the device off. When the device was turned back on there was hydromorphone missing in excess of 8ml from the 60ml syringe. Biomed performed a calibration test on the pca module and found the device to be within specifications. Upon further testing, it was found that the lock could be manipulated with a small flat object and opened without the use of a key.